Event description:
The male pt was enrolled in the study. The target lesion was located in the proximal left anterior descending (lad). The lesion was an in-stent restenosis of a previously implanted cypher stent.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.